Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that following implantation, the patient experienced excruciating pain upon regaining consciousness from anesthesia. Five days after the discharge from hospital, patient experienced movement issues and knee has not been fully since. Patient has difficulty with stairs and swimming. Leg is visibly swollen and painful all the time. Over time, the joint deteriorated, became fixed in abnormal alignment, and swelling extended to the hip and foot. Additional complications included nerve damage to the foot, tissue scarring, and nerve tingling.